Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322. Any patient involvement, injury or medical intervention is unknown.